Event description:
Medical records were obtained. Medical records indicate patient was revised due to chronic dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records indicate liner was a competitors device. Depuy considers this investigation closed.